Event description:
Ous MDR - it was reported that approx. 63 months after the implantation the patient received multiple shocks and presented to the hospital. The ICD could not be interrogated; rv lead impedance <250 ohms. The ICD was exchanged and the lead was capped.

Manufacturer narrative:
The lead complained about was not returned for analysis. Therefore, the report refers only to the analysis results of the ICD. The returned ICD was visually inspected upon receipt and no abnormalities were found. The clinical observation was confirmed during the initial interrogation, the device could no longer be interrogated. In a next step, the ICD was opened, and the internal structure was examined. Damage to the final shock stages of the electronic module was detected. This damage to the final shock stages indicates a shock delivery into an external low-ohmic shock path, consistent with the reported impedance of <250 ohm. The damage to the module led, in turn, to a permanently increased current uptake and then to a discharge of the battery. Due to the discharged battery, the ICD could no longer be interrogated. Possible clinical complications that can lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, which results in a low-ohmic contact of the high-voltage conductors. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the analysis showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. The damage to the final shock stages led to a complete discharge of the battery and thus to the clinical observation. This is not a device malfunction. There were no indications of a device malfunction.